Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the machine flow sensor was observed (contaminated). The device's machine flow sensor was replaced to address the issue.